Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned; however, it has not yet been received. A photograph was provided by the customer and evaluation of the photo is pending.

Event description:
The complaint/event occurred on an unspecified date and involved a 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing. The reporter shared a photo with a green dot where the extension tubing seemed to have a hole in it, causing leaking where the hole was located. The photograph appears that leakage is likely to be the patient's blood. There was patient involvement, unknown human harm and unknown delay of therapy reported.

Manufacturer narrative:
A couple of photos were shared by customer, and gauze fully of blood is observed below the set. However, the source of the leak is not confirmed. Complaint of leaks can be confirmed based on the evidence provided by the customer. However, without the return of the used sample a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. Lot history review couldn't be performed due to the lot number for this complaint was unknown.

Event description:
Additional information was received stating that the event was noted after a blood draw. No one was harmed as the result of the event. There was no delay in therapy, they just replaced the extension tubing. There was blood loss about 15 ml. There was a pin hole in the tubing.